Event description:
Reported recieving imprcise sequential readings on the prcision pcx blood glucose meter. The results when plotted on the parkes error grid fell into the "c" zone which is considered significant. There was no reported death, serious injury or mistreatment associated with this event.